Event description:
It was reported that the hood separated and fell into the gastrointestinal tract during a colonoscopy. The piece was retrieved and a new hood was attached to the endoscope, and the procedure was completed successfully without harm or injury to the patient.

Manufacturer narrative:
During a procedure, the distal cap is visible on the endoscope screen, but when a malfunction occurs the device is not displayed. Therefore, the malfunction is easily detectable and the device is easily retrievable. The root cause is determined to be a result of product variance. Therefore, the acceptance criteria for product inspection were reviewed and updated to strengthen quality control. However, fujifilm determined that the effect was not sufficient, so the structure of this product was changed. Improvements were not applied to this lot. The UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is 04547410331677. Fujifilm will continue to monitor complaints for similar issues.